Manufacturer narrative:
Unit passed displacement test, excessive no delivery test, occlusion test, seat and rewind and basic occlusion test. Unit was unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). No motor error noted during testing. Motor tested outside the device and passed.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 126 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.